Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a roux-en-y procedure, they noticed that the trocar was extremely tight so they could not advance the instrument in the cannula. They opened a new trocar. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned product noted: that the trocars, cannulas, circular and envelope seals appeared intact. The radially expandable sleeves were not received. The obturators were received inserted into the cannulas, prolonged insertion can cause the envelop seals to become stretched. A functional evaluation found that the devices passed an air leak test. The cannula tips were checked with a pin gauge and was in specification. A clip applier and a pump were used to test for resistance by inserting and removing into the cannulas. No resistance was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.